Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported a left-side capsular contracture baker grade unknown and an exchange from textured to smooth implants due to their concern with the product. Patient also stated "they are abnormally tired" and "have been diagnose[d] with "fibromyalgia." Device remains implanted.